Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated that he experienced hypoglycemia while in the hospital for a shoulder injury. The reported blood glucose reading was 81 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump alarmed no delivery during the displacement test. Nothing further was reported.